Event description:
Customer service was contacted on (B)(6) 2014 by our sales rep, resulting RMA # for the inspection of a doro radiolucent skull clamp involved in a slippage. The customer states the pt slipped out of the clamp. There was a pt slippage. Pt injury occurred and a laceration was reported. Procedure: posterior fossa craniotomy for tumor resection. Positioning: prone. Description: per the initial reporter: the pt was positioned in the prone position. The head was tucked down toward the chest in the doro skull clamp. The resident noted that the head had slightly moved out of position. In the process of re-adjusting the head, the torque pin side of the clamp gave way, lacerated the pt's scalp 3" in the process of coming totally off the pt's head, ending up in the resident's hands. A metal skull clamp was re-applied without incident, and the procedure began. Integra mayfield skull pins a1072 and osi insite operating room table were used in the procedure.

Manufacturer narrative:
The initial reporter, (B)(6) was contacted on (B)(6) 2014 via email, to get more info on the with no answer until today, (B)(6) 2014.